Event description:
A customer reported a sensor timeout error with the adc device. The customer reported that due to this issue, the high/low glucose alarms were unable to trigger and the customer required treatment of glucose injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Communication was attempted between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. If partial product is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor timeout error with the adc device. The customer reported that due to this issue, the high/low glucose alarms were unable to trigger and the customer required treatment of glucose injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Communication was attempted between returned reader and known good sensor. Returned reader successfully communicated with the sensor. Scan timeout error message was not observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in previous report # 2954323-2022-42153. Correction has been made in this report.

Event description:
A customer reported a sensor timeout error with the adc device. The customer reported that due to this issue, the high/low glucose alarms were unable to trigger and the customer required treatment of glucose injection by a third-party. There was no report of death or permanent injury associated with this event.